Event description:
It was reported that during the implant attempt of the right ventricular lead, the helix would not extend. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: no anomalies found, however the lead appeared to be damaged at implant; full lead returned and analyzed.